Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced syncope. Low impedance was noted on the atrial lead on (B)(6) 2010. The lead was capped on (B)(6) 2010 due to noise.